Manufacturer narrative:
All the information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint file in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during follow up that the device was post paced t wave oversensing on the ventricular lead. The patient did not receive therapy. The technical services discussed reprogramming the post paced threshold start and post paced decay delay settings. Induction test was recommended. The device remains implanted.